Manufacturer narrative:
The system was examined and the reported event was not replicated. The illuminator was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. The illuminator module was received and a visual assessment of the returned sample showed no obvious nonconformities. The illuminator module was functionally tested and met product specifications. The root cause of the reported event can be attributed can be attributed to internal wear or a reliability issue within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illuminator was not working intermittently. Additional information was received indicating there was no patient impact.